Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the cust received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor was stuck inside of her; she pulled really hard but the needle remained inserted. The patient's sensor glucose at the time of incident was 75 mg/dl and her blood glucose was 148 mg/dl. The customer was advised on proper insertion technique. She confirmed that her previous sensors did not have bent cannulas. The customer was advised to remove the current sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.